Event description:
Additional information was received from the patient that due to her growing since implant it had contributed or caused the lead to break.

Event description:
Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
Clinic notes dated (B)(4) 2013 indicated that the patient presented for suture removal. The left chest wall incision and sutures were intact while the generator was absent. There was no erythema or swelling. Product analysis for the generator showed that the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Lead product analysis showed that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaints. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
A physician's letter dated (B)(6) 2012 was received on (B)(6) 2012. The letter indicated that the patient has had relatively good seizure control. The device was unaesthetic to the patient. An eeg was performed but did not show clearly defined epileptiform features in the study. The patient requested that the device be removed. She believed that it was responsible for her left shoulder restricted range of motion. The patient had some tenderness at the long head of the bicipital tendon. The patient's mother believed that the patient had problems with progressive shoulder function associated with having a vagal nerve stimulator put into her left vagus nerve area. This contributed to some social isolation. The patient was scheduled for a battery replacement and repositioning. On (B)(6) 2012, the patient's surgeon reported that the patient had a break in her lead seen during surgery in (B)(6) 2012, so only the generator was explanted. The surgeon questioned whether the lead break was causing the patient pain. The patient was not reimplanted at this time. The explanted generator and portion of the lead was returned on (B)(6) 2013 and is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected but did not contribute to a death. Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected but did not cause or contribute to a patient death.

Event description:
On (B)(6), 2012, it was reported that this vns patient was requesting vns explant due to ongoing left-sided pain. The patient was reportedly implanted in 2006 and described an ongoing tightness in her neck and left chest. The use of her left arm was limited due to the pain. The physician described the patient as having a "frozen shoulder" on her left side. The patient was referred for x-rays and explants consult. A battery life calculation on (B)(6) 2012 showed 7.66 years to eri=yes. Clarification of implant date and attempts for additional information are underway.